Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer was using off-label and cold insulin. Tandem technical support educated the customer on approved insulins for the pump as well as insulin labeling. Customer administered a correction bolus via the pump as well as performed a supply change to address the bg. Customer continued to use the pump for insulin therapy.